Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varices ligation (evl) performed on (B)(6), 2010. According to the complainant, during the procedure, the first band deployed successfully however, when they attempted to deploy a second band it would not release from the ligator head. The device was removed and it was noticed that the bands were stuck together. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual inspection of the ligator head found two partially deployed bands with one of the two bands broken/split, while visual inspection of the handle found no issues. The teeth on the ligator head showed no damage. The trip wire was also wound around the drum, and and the trip wire was properly cinched into the handle slot, indicating the handle had been turned to deploy the bands. A functional check of the handle found handle knob able to be turned to take up slack, and there was an audible click heard at each complete turn. The deployment thread on the ligator head was pulled to deploy the remaining band. The band was deployed with no problem. The deployment thread, which had ten knots, was broken and was attached to the distal end of the trip wire and ligator head. There are too many knots on the thread, which may indicate either the wrong handle or ligator head was returned. A typical deployment thread with all the bands deployed will present only seven knots for the seven deployed bands, not the total of ten knot seen with the returned device. The reported complaint of the bands being unable to be deployed could not be confirmed. The device was found to be properly assembled, and the deployment thread was able to deploy the remaining bands on the ligator head that was returned. It is possible that the load that was placed on the device may have caused the thread and band to break. The actual cause of the damage is not known, but is probably related to a procedural or anatomical factor encountered in the procedure. The most probable root cause for the broken thread and band is operational context.a review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varices ligation (evl) performed on (B)(6) 2010.according to the complainant, during the procedure, the first band deployed successfully. However, when they attempted to deploy a second band, it would not release from the ligator head. The device was removed and it was noticed that the bands were stuck together. The case was completed with a second speedband superview super 7 multiple band ligator.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.